Event description:
It was reported that the customer received several occlusion alarms during bolus delivery. Customer had elevated blood glucose levels (241 mg/dl). Troubleshooting was performed and found occlusion coming from the cartridge. Customer stated a new cartridge will be loaded.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.